Manufacturer narrative:
Investigation results: maquet cardiovascular received the product on 11/09/2009. The initial visual inspection showed that the optic appeared cloudy. The scope was shipped to the (B) (4), on 11/10/2009 for further investigation. A supplemental report will be submitted with the final investigation results are received from (B) (4). (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm scope's image was cloudy. A back-up scope was used to complete the procedure. The hospital did not report any patient complications.